Manufacturer narrative:
A getinge field service engineer(fse) informs no response from customer regarding hardcopy po.no commitment from customer.this so is closed.no further involvement required by getinge. More than three (3) gfe attempts have been performed to obtain additional information. No response has been provided by customer or commitment from customer, the complaint will be closed and, in the event, new information and/or device was to become available, the file will be reopened and updated. A follow up MDR will be sent. No further gfe attempts are required. H3 other text: device not returned.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had an autofill error. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).